Event description:
It was reported that there was a downstream occlusion. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a sticker seal. There was evidence of the error in the event history log. The reported problem was duplicated. Downstream occlusion test was performed, and the pump alarmed downstream occlusion during the investigation. It was recommended to have preventative maintenance done on the device as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.